Event description:
Patient reports skin inflamation or allergy at contact points - dermatologist gave her steroid ointment. Consumer reported by phone in 2006, receiving on-going "inflammation or allergy" associated with using spectramed part number 05p1202 reusable self-adhering electrodes for use with tens and nmes, manufactured by selectivemed components. Inflammation was reportedly treated with steroid ointment by patient's dermatologist. Patient reports continuing use of the tens electrode product at home despite inflammation. Product is used by prescription only, reportedly from hospital. Label/package: package label shows "if skin irritation should occur, discontinue use and contact your physician or therapist." Possible associated condition: complainant describes herself as fair-skinned. Lot number reported by the complainant had "best used by" date in april, 2006. Patient is reportedly sending samples for evaluation.

Manufacturer narrative:
Patient is reportedly sending sample for evaluation.